Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On 28-jun-2023 customer alleged received sensor updating/sg not available alarm and sensor glucose vs. Blood glucose event. Following our receipt of the two returned used sensors and performed a visual inspection to one random sensor and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings place sensor under microscope and found delamination damage at the counter electrode and some cracks at working electrode. See attached file for details. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for low readings due to found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose and sensor updating and high blood glucose event. Customer's sensor glucose value was 111 mg/dl while blood glucose value was 317 mg/dl at the time of the incident and also got another readings of 143 mg/dl while blood glucose event was 215 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7020a, mmt-1880 and second mmt-7020a. Customer was using the insulin pump within 48 hours of reported high blood glucose event. It was explained to the customer that the sensor may have no longer been responding to glucose changes and explained possible causes. No product return is required for mmt-7020a, mmt-1880. Second mmt-7020a was returned for analysis.